Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va1ccvt, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported lack of sensation post-operatively. After initial implantation on (B)(6) 2016, representative met with the patient post-operatively to discuss her programmer and responsibilities. At that time, the representative could not create a program (combination of electrodes) that produced noticeable sensation to the patient below a setting of 6.00. The rep ran an impedance test and all combinations were within normal parameters. During operative phase of the implant, the patient was sedated and presented motor responses at a setting of 1.5 -3.4 on all 4 electrodes. The neurostimulator was placed according to normal procedural guidelines. Incisions were closed. After a discussion with the surgeon, the decision was made to take the patient back to the or suite and to remove the existing device and attempt to improve the outcome. During the second surgery a new lead was placed. The procedure was completed with a local anesthetic. All electrodes tested below a setting of 3. The existing neurostimulator was connected and an impedance test was completed. Again, the new lead and existing neurostimulator tested within normal parameters. They then turned the neurostimulator into the "on¿ position. Three programs were created and the intensity was increased until the patient could verify a sensation. She stated that she could feel a flutter in the lower buttock. The settings varied from 1.4 to 2.9 depending on the electrode combination. The incisions were closed. Post-operatively, the patient felt a stimulation sensation as low as 1.2 to 4.0 on various bi-polar settings. Patient was trained to use her programmer. Post-operatively the patient stated that she had some degree of neuropathy in her lower extremities. She has had a previous lower back fusion. She was also a smoker. The issue was resolved at the time of this call.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) applies to the lead and (B)(4) applies to the lead. Analysis found insignificant anomalies in the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis, see h block.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.